Event description:
Nurse mrs (B)(6) reported via sales rep (B)(6), that while preparation prior to a surgery, the head was dressed to size. No further info were given, the head of the device is not available.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.